Manufacturer narrative:
Health effect- clinical code 4581 capsule tear. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -12.50/+1.5/085 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. The lens implanted and removed intraoperatively due to the surgeon accidentally puncturing the anterior capsule with a scalpel. Phaco-emulsification (cataract surgery) and iol implantation was performed. Problem resolved.